Manufacturer narrative:
The device will be sent to an independent laboratory for microbiology testing. As part of our investigation, olympus dispatched an endoscopy support specialist (ess) to the facility to observe their reprocessing practices and to provide reprocessing training or in-service, if necessary. This report will be updated accordingly if significant information becomes available at a later time.

Event description:
Olympus was informed that the device tested positive for haemophilus influenza and interic gram negative rods after it has been reprocessed in a non-olympus automated endoscope reprocessor (medivator/rapicide). There was no patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the on-site visit conducted by the olympus endoscopy support specialist (ess). The ess reported that there was no reprocessing deviations noted during the visit. The facility stores all their scopes in a well ventilated dry cabinet with accessories disconnected.

Manufacturer narrative:
The device was sent to an independent laboratory for microbiology testing and tested negative for any microbial growth. The scope was then returned to olympus for evaluation. The device passed the leak test. Further inspection found scratches to the distal end of the device. It was observed that the bending section adhesive was cracked and had a deep, long scratch. A baroscope was used to inspect the biopsy and suction channels. Brown stains and a scrape marks were found on the biopsy channel interior at 3.5 cm from the distal end. The suction channel had pink stains measuring at 78 cm from the connector side. In addition, the suction and biopsy channel also had water-like stains even after the scope went through aeration and eto gas sterilization. Both biopsy and suction channels had signs of damage, similar to scrapes. The glue around the nozzle, light guide lens, objective lens and the interior glue for the c-body (distal end) were all in good condition with no other abnormalities observed. The device was serviced and returned to the user facility.